Event description:
"Pt who underwent b subgl transax bilumen mcghan (270:40) for augmentation denies decreased size or h/o trauma but c/o firmness. Major c/o is development of systemic probs, including arthralgias (positive am stiffness)/myalgias, paresthesias, fatigue, sleep disturb, adenopathy, headaches, visual disturb, dizzy spells, memory loss (severe), emotional lability/agitation, dry mouth, hair loss, oral sores, sun rashes, sen sun/cold, costochondritis, choking sens, wgt gain, gi/gu probs, easy bruising and decreased libido. Otherwise healthy."